Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured.   Based on the results of the investigation, since reproduction of inspection result could not be confirmed. Cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿b30 and e216 scope communication errors were not confirmed. The device evaluation found no error codes. It was noted that the bottom chassis and the picture in picture (pip) connector were corroded. There was dust accumulation on the video connector pins. And the software version was old and has been updated from version 3.01 to 4.10. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had error code b30- scope communication error and error code e216- scope communication error code. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.